Manufacturer narrative:
Date sent to the FDA: 04/10/2020. Corrected b5 narrative: it was reported that the patient underwent an unknown gynecological procedure on unknown date and the mesh was implanted. The patient experienced bladder mesh extrusion with chronic pain and recurrent utis. The patient underwent examination under anesthesia, cystoscopy and a major excision surgery. Additional information has been requested.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria for lot 3158815. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure? Date and initial approach of index surgical procedure when prolift mesh implanted? Other relevant patient history/concomitant medications? Any concurrent procedure/device implantation? Were there any intra-operative complications? Onset of chronic pain and recurrent utis from initial surgery? How was utis treated? When was the bladder extrusion first noted by a physician? Diagnostic confirmation of extrusion? Date and surgical findings of mesh excision surgery? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?

Event description:
It was reported that the patient underwent a sling procedure on unknown date and the mesh was implanted. The patient experienced bladder mesh extrusion with chronic pain and recurrent utis. The patient underwent examination under anesthesia, cystoscopy and a major excision surgery. Additional information has been requested.